Event description:
It was reported that during a procedure, "one of the blade jaws broke off on the shaver into the patient." The procedure was changed from an arthroscopic procedure to a mini open procedure in order to retrieve the fragment. This delayed the case approximately one hour.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the complaint device revealed the distal tip of the inner shaft was broken and detached. Evaluation of the distal tip of the outer shaft revealed galling and minor damage. Based on the observed damage, potential causes were determined to be that the device may have come into contact with staples, clips or another metal object, resulting in damage to the blade; or excessive lateral forces were exerted on the device during clinical use which may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.